Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "air in line error" was not reproduced. A review of the event history log revealed "air in line error" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.